Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced false hypoglycemia due inaccuracies in sensor readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the investigation analysis, the first reported event at 3:18 am est on (B)(6) 2022, demonstrated the inherent lag in the sensing technology of the system, and that the sensor glucose eventually caught up to the calibration (capillary) entryafter 3-4 sensor readings. The second reported event at 2:02 am est on (B)(6), 2022, could not be confirmed as there was no calibration entry at the time of the reported event. The sensor was inserted on (B)(6) 2022 and the reported events happened during the initial few days after sensor insertion. During the initial settling period, there could be chances of temporary mismatch, which would eventually normalize as the sensor stabilizes. Once the sensor stabilized after insertion, the system began performing within expectations and there was better accuracy between the sensor readings and fingerstick measurements. User was not symptomatic and did not require any medical or self-assistance. The user is currently using the system with up-todate information. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.